Event description:
Upon IV insertion, rn stated the tip of the IV angiocath was not sharp and it actually "gouged" patient. She stated the gouge was the size of a pencil tip. This is the only lot involved that our hospital is aware of at this time.======================manufacturer response for shielded IV catheter, insyte autoguard (per site reporter).======================returning to manufacturer once shipping container/labels arrive. The manufacturer stated they are going to investigate this incident and send a letter of response.